Event description:
It was reported on (B)(6) 2011, the device was inserted into the pt, diarrhea was induced due to the pt's medical condition and containment for skin protection was also initiated. The nurse attempted to deflate the balloon, as it was stated 'had been over-inflated,' but was unable to do so. It was also stated this caused some seepage the inflation port was cut, allowing the water to flow out and the device was removed from the pt. The product was removed on (B)(6) 2011. The reporter went onto state the pt developed skin erosion (a lesion) 'at the anus' which was noted on (B)(6) 2011.

Manufacturer narrative:
Based on the available info, this event is being reported as a serious injury. A review of the batch record and retain eval could not be performed without a lot number. A review of the complaint trend for the previous 12 months was performed and this was the only complaint identified for this device. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site, thus both potential mfg site numbers are listed below.